Manufacturer narrative:
(B)(4). Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test.

Event description:
Information received by medtronic indicated that the customer already used 8 fresh batteries but still getting the replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.